Event description:
(B)(6) was hospitalized and passed away on the (B)(6) 2012 due to high bg however official cause of death has yet been determined. (B)(6) mr (B)(6) from the university of (B)(6) has still not provided us with a death cause. The device in question has still not been released. The pump history has been requested at the distributor.

Manufacturer narrative:
No testing has been carried out since no returned devices. The retained samples from the reserve lot is being tested. A follow up report will be submitted no later the (B)(6) 2012.